Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, belt was unable to complete essential performance testing. The cause for the failure was isolated to a thermally damaged esd700 diode array on the distribution node pca. Root cause: the root cause for the thermally damaged diode array could not be positively identified. No adverse event resulted from the defective belt. Manufacture dates: monitor sn (B)(4)- 6/20/2016. Electrode belt sn (B)(4) - 2/16/2018.

Event description:
A us distributor reported that a patient's monitor will not power up. During investigation of the electrode belt sn (B)(4) for an unrelated issue, a reportable malfunction was found. The electrode belt was unable to communicate with a monitor.